Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's brand batteries only last for a day when putting in a new battery it is taking so long for information to come up on screen and it was concerning to the patient. The customer stated that the insulin pump's menu button and ok button had to press harder or a couple times to get it to work and sometimes insulin was squiring when priming. Customer reported that quite frequently insulin pump say "press button" then he press it and it tells him it is the wrong button even though he knows it s correct button. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.